Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump and planned to rely on alternate insulin method if necessary, while technical support arranged pump replacement.